Manufacturer narrative:
Additional information received that the tear was on the device. The patient outcome was reported to be well. System components: reservoir: model- 72400152. Lot sn- (B)(6). Mfg date- 09/28/2012. Exp date- 09/25/2017. Gtin- null.

Event description:
It was reported that the patient experienced a replacement of the inflatable penile prosthesis(ipp) device due to a tear. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of the inflatable penile prosthesis(ipp) device due to a tear. A patient outcome was not reported.

Manufacturer narrative:
Malfunction was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to the reservoir leak. There are no ncprs associated with the product return for this specific complaint. The product record review revealed no additional information related to the complaint. A review of the ams 700 hazard analysis ((B)(4)) was completed. "Non-functioning device " is included as a hazard, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 700 ms pump (92162915), there is no evidence that the device was used or handled improperly. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 794233 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir shell at the adapter junction that was the result of fatigue at a fold. There are no ncprs associated with the product return for this specific complaint. The product record review revealed no additional information related to the complaint. A review of the ams 700 hazard analysis ((B)(4)) was completed. "Non-functioning device " is included as a hazard, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 700 ms pump (92162915), there is no evidence that the device was used or handled improperly. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 794874 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The product record review revealed no additional information related to the complaint. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information. System components: reservoir, model: 72400152, lot sn: (B)(6), mfg date: 09/28/2012, exp date: 09/25/2017, gtin: null.

Manufacturer narrative:
System components: reservoir: model- 72400152, lot sn- (B)(4), mfg date- 09/28/2012, exp date- 09/25/2017, gtin- null.

Event description:
It was reported that the patient experienced a replacement of the inflatable penile prosthesis(ipp) device due to a tear. A patient outcome was not reported.